Event description:
It was reported during a procedure which included both subclavian vein stent placement and brachiocephalic vein stent placement in a pt with a history of deep vain thrombosis, this balloon ruptured during post dilatation of the brachiocephalic stent. Resistance was encountered upon removal of the balloon catheter through the introducer sheath and a segment of balloon material detached in the pt. No retrieval was attempted. The procedure was successfully completed without any pt complications. It was indicated the pt developed deep vain thrombosis in the right leg 1-2 days post procedure. Co's follow up revealed the pt's prexisting condition, a palliative care pt with metastasis and post radiation treatment, as well as past history of deep vain thrombosis, may have contributed to the deep vain thrombosis.